Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that following a normal routine device check that the patient went on vacation and when they got there or soon after the device stopped functioning, had a no output condition and could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.